Manufacturer narrative:
This MDR is being submitted in response to mw5061980. No further information is available at this time. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device not returned.

Event description:
Per medwatch mw5061980, "use of orbital atherectomy device csi and wire was cut-off and remains in coronary artery of pt. Pt went for emergent open heart surgery." No additional information is available at this time regarding this event.